Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as a red itchy mark on back under te pads with no open skin. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised propping up their pillow when they sleep to alleviate pressure for the skin irritation. Follow up indicated that the skin irritation improved.